Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6) hospitals. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the battery of the cardiosave intra-aortic balloon pump (iabp) won't charge.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1(initial reporter, event site email), g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cardiosave intra aortic balloon pump (iabp) battery won't charging. Patient involvement unknown and no harm reported. Customer informed to cancel the service stating "we no longer need help with this issue. It had been resolved. No other information available as of now. In future if we receive any new information will reopen and update the investigation.

Event description:
N/a.